Manufacturer narrative:
As reported, the patient ¿has an allergy feeling¿ post implant of 3dmax mesh. There was no reported medical/surgical intervention. Based on the information provided, no conclusions can be made. Allergic reaction is a known inherent risk of surgery/use of the device and is listed as a possible complication in the adverse reactions section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent inguinal hernia repair with the implant of 3dmax mesh in (B)(6) 2022. The patient has contacted his surgeon and report that ¿he has an allergy feeling in his body and has lack in energy.¿ it was reported that ¿there no local rash or anything visible.¿